Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they stopped using their implantable neurostimulator (ins) because their pain started to go away. Their knee pain had recently come back because they had been using their knees more. When they tried to charge their recharger the screen was still blank after being plugged in for 24 hours. The metal piece on the desktop charger came apart and there was a loose connector pin on the desktop charger. The desktop charger would not charge the recharger. They pulled the metal piece out of the recharger and tried to put it back on the plug. The programmer would not communicate or sync with the implantable neurostimulator (ins). They were sent a replacement desktop charger. The patient was implanted for spinal pain.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found the connector pins were broken on the cable assembly.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer hadn't called or been seen in their office since (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.